Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that screw fractured, and it needs to be removed. Implant is still in place. No impact to patient.

Event description:
Screw fractured and it needs to be removed. Implant is still in place. No impact to patient.

Manufacturer narrative:
It was reported the screw fractured and needed to be removed. The implant was still in place. Zimvie did not receive one (1) iunihg, certain¿ gold-tite¿ hexed screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). The unknown biomet implant was not returned as it remains implanted. However, since the screw fractured in the implant (constituting a malfunction), the implant is not likely to have caused or contributed to this event and the implant is non-reportable. This complaint refers to the specific device being investigated for this complaint record, iunihg. DHR review could not be completed for the iunihg since the lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review via item number (iunihg) was performed for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz rev. 18, the most likely root cause determined from the investigation was identified as follows: missing or confusing instructions for use. Torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: h3: changed "yes" to "no". H6: entered evaluation codes. Device was not returned.